Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a high readings issue with the use of the adc freestyle libre sensor. Customer reported obtaining a 'hi' message (readings greater than 500 mg/dl) and unspecified sensor scan, which was higher than a reading obtained on a competitor brand meter. Customer experienced symptoms described as "like a zombie walked through the house and didn't remember what he was doing". Customer had contact with a healthcare professional who obtained an unspecified glucose reading. The customer was diagnosed with hypoglycemia and given oral glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in state 6 (indicating abnormal termination) the sensor plug was not fully seated in the mount. Removed sensor plug assembly and performed visual inspection, uncurled side snaps were observed, indicating improper assembly by the user. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. This complaint is not confirmed due to a user error.

Event description:
Customer reported a high readings issue with the use of the adc freestyle libre sensor. Customer reported obtaining a 'hi' message (readings greater than 500 mg/dl) and unspecified sensor scan, which was higher than a reading obtained on a competitor brand meter. Customer experienced symptoms described as "like a zombie walked through the house and didn't remember what he was doing". Customer had contact with a healthcare professional who obtained an unspecified glucose reading. The customer was diagnosed with hypoglycemia and given oral glucose as treatment. There was no report of death or permanent injury associated with this event.